Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the atrial channel that continued for several years. A revision procedure was subsequently performed and this lead was removed from service. No additional adverse patient effects were reported.